Event description:
Pt's device was programmed to off due to weight decline. The pt initially lost 10 pounds immediately after implant and they have since experienced a steady decline in weight. The pt has lost a total of 37 pounds since vns implant, to the point that they weighed only 91 pounds. There had been no medication changes during this time; however, the pt did start taking keppra a few months before vns implant and is still taking it. Treating neurologist reportedly believes that the vns therapy contributed to the pt's weight loss. The pt weighed 139 pounds approx 27 months prior to vns implant. At the time of vns implant, the pt weighed 11 pounds less (128 pounds). Approx 3 1/2 years after vns implant, the pt weighed 91 pounds. Three months after programming the device to off, the pt had gained 24 pounds (weight 115 pounds). The pt has history of depression and headaches with seizures. The pt reports that device stimulation was causing their "fitful sleep" and that they subsequently experienced more headaches during the day. Additionally, the pt's family member works nights and when family member is not home, the pt has trouble sleeping. Since progrmming the device to off, the pt has trouble sleeping. Since programming the device to off, the pt is doing better in regards to their weight loss, but continues to have headaches and trouble sleeping. The pt is unable to say whether their headaches and trouble sleeping are better in the absence of the vns therapy. There are no plans to program the device back to on. Investigation to date has been unable to confirm the cause of the reported weight decline.